Manufacturer narrative:
Investigation summary ==> 5.5 pump sn (B)(6) (cut) returned on 9/12/2025. Device will go to academic research team after investigation. Product evaluation: returned complaint 5/5 pump visually inspected. Cannula kink observed. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review ==> the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During the support patient  had ventricular tachycardia storm and was shocked 6 times. The patient is awaiting orthotopic heart transplantation (oht). This patient have been on impella from (B)(6) 2025.